Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic non-guidant lead system displayed an open shocking lead indicator along with several fault codes.